Event description:
Surgeon was performing gastric bypass. While attempting to form the gastric pouch, two (2) ta-90 stapling devices were placed across the top of the stomach. A portion of the stomach was amputated between the devices. Upon removal of the stapling devices it was determined that neither had fired and both gastric pouches unraveled.